Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Review of returned item exhibits signs of repeated use and item was found disassembled. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Medical records were not provided. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a shim was broken. This did not occur during a surgery.